Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, and locator. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The tubing of the carrier tube was not inserted through the hemostasis sheath. The suture was fully deployed and appeared to have been torn. No other damage or issues were identified. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The complaint was able to be confirmed. The exact root cause cannot be determined. It is possible that the user disconnected the device due to lateral movement during rear locking. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. During deployment the device broke. The medical doctor (md) stated he was able to insert the angio-seal device into the sheath and do the first click. He then pulled back to do the second click, and when pulling everything back he stated the device broke. He could not tamp down. The patient had dopplerable pulses, and there was no indication that peripheral flow was compromised. Manual pressure held for twenty minutes. Hemostasis was achieved with no hematoma. The blood loss was less than 250cc and the patient was stable. The procedure was a percutaneous coronary intervention (pci). Additional information was received on 06nov2025: a pre-deployment angiogram was performed. There was an issue with insertion of the angio-seal device into the angio-seal sheath. The event occurred when the angio-seal device was pulled back to engage the footplate. The system separated when pulling back the sheath and the angio-seal device. The device did not break into pieces.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt supervisor. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.